Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon eval, the negative high-voltage wire was broken off of the board. The cause of the test failure is the damaged wire. The root cause of the damaged wire cannot be positively identified but is likely mechanical shock from physical impact, as evidenced by a cracked case. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any deficiencies.